Manufacturer narrative:
Investigation: the returned sample was visually inspected. Examination of the returned product confirmed the customer report of needle break. The returned needle had 40mm of the needle missing. Root cause: review of the device history record was performed and no abnormalities were found. A review of the complaint history database was performed, which showed that this was the first incident for this batch number and product code. The root cause of this incident was identified as the pt moving during the procedure. Current acceptable medical practice advises that the pt be immobile during the procedure. No mfg fault could be found with the returned needle. Corrective action: none required due to no product malfunction.